Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the hospital recently transitioned from control to signal. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Please note: five (5) products were affected; therefore a separate FDA form 3500a has been generated to address the other (4) cases reported under patient identifier#(s): (B)(6). The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: the actual date of event is unknown , so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the tube continually moves within the rectum and goes in and out causing friction with pressure on the walls of the rectum.